Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred while in the cath lab prior to insertion. During pretest the balloon tip ruptured when it touched the strut of the stent. As a result, the catheter was not used. A new al-07130 was used successfully with no issues. The procedure continued without incident. There was no report of pt death, complications or injury. There was no delay or interruption in therapy noted. The pt outcome is okay.